Event description:
Legal claim alleges that the patient had corrective surgery on his left hip. Additionally it is alleged that his right hip is also scheduled to be revised. Update (B)(6) 2011 - litigation papers allege patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, debilitating lack of mobility, conscious pain and suffering and high levels of toxic metal in his blood. Update: patient was revised to address pain and metallosis. The sales rep was aware of this information at the time of revision; however, it was reported to depuy late and is now being updated to the complaint. Product/lot numbers identified and updated. Update: the sales rep has reported the revision. Patient was revised due to pain, loose cup, and mushy tissue. Osteolysis was also reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: not returned.